Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. The customer was instructed by tandem technical support to perform a system check and no issues were identified. Reportedly, the customer was using cold insulin and failed to properly cycle the cartridge. Tandem technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide and educated the customer to properly cycle the cartridge before use. The customer changed pump supplies and resumed insulin therapy.